Event description:
Rn removed sq site/needle from deceased patient, retracted needle. While attempting to place vacutainer safety-lok blood collection set in sharps container, the needle became exposed, scratched r/hand resulting in breaking the skin.